Event description:
It was reported that on (B)(6) 2024, a 21mm sjm regent heart valve w/ flex cuff was chosen for an aortic valve replacement surgery. The leaflet function was tested with a valve tester lt100. The latest international normalized ratio (inr) was 2.5. During procedure, when the valve was successfully implanted, the physician found that the valve leaflets were not opening properly due to the obstruction of tissue structure under the valve. The valve was removed and a new non-abbott valve was implanted. The operation time was prolonged, but did not cause significant adverse events. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of incomplete coaptation associate with leaflet/cusp obstruction was reported. The investigation confirmed the device met specifications and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received and returned device analysis, the cause of the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.